Event description:
A pt underwent a posterolateral fusion with the device and developed signs of infection shortly after surgery. No cultures were performed but IV antibiotics were administered and symptoms subsided without further surgical intervention. This event occurred in (B)(6).

Manufacturer narrative:
A batch record review was completed for this lot and no non conformances were noted. The product was sterilized with the correct gamma dose and was within specification for endotoxin content. Two product retains were sent to a contract laboratory for sterility evaluation. The results of these tests are pending. A follow up report will be sent when these results are available.